Manufacturer narrative:
Concomitant medical products: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3550-39, lot# n304517, implanted: (B)(6) 2011, product type: accessory. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID neu_recharger_acc, product type: recharger. (B)(4).

Event description:
The patient reported that the stimulation device was not functioning. Additional information received from the patient reported that this began about 2 months after being implanted. The issue was then clarified to be that the "probe" moved to a different position and stimulation was in a different area that didn't need stimulation. The circumstances that led to this issue was stated to have been joining a fitness center and exercising was noted to be stretching and moderate cardio. The patient experienced stimulation in the wrong location and less at the back. Due to other physical issues, corrective surgery was postponed and then the patient's doctor left his position. The issue had not been resolved. Relevant medical history included non-malignant pain and chronic low back pain. This issue will be updated if additional information is received.